Manufacturer narrative:
The initial MDR was reported to the FDA on january 15, 2015. - MFR # 1049092-2015-00024. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on february 25, 2015.

Manufacturer narrative:
Additional information was received on june 25, 2015. Third party manufacturer performed a batch record review for lot# 12-fm-01 which revealed no defects. A review of 4 retention samples from the same lot was performed for the balloon, catheter body and valve function which were normal. No broken tube or separation at the joint was found. Complaint simulation testing with 2 samples from the same lot along with 6 others from other lots was executed running a tensile strength test in the reverse direction with the tube and the cannula. No unusual tensile forces were found. After a thorough batch review, no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 16, 2015.

Event description:
The nurse reports when the flexi-seal fms kit box was opened, the retention balloon inflation port was already detached from the fms.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional details have been requested. Should additional information become available, a follow-up report will be submitted.